Event description:
The customer reported that she did not think her basal rates were being delivered due to the fact that her bg was high (285 mg/dl) and she had large ketones. A manual insulin injection was administered to counter the high bg. No alarm or any other product issue was reported. The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no resistance or crackling noise was noted in the report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently, by following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.